Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock at night. Data was reviewed and with the present egm's, boston scientific technical services did not observe non-physiological artifacts. There was a sudden r-wave drop and baseline drift in the episode. Boston scientific technical services recommended to bring the patient in-clinic and perform troubleshooting options to rule out header and connection issues by thorough manipulation testing. A chest x-ray should be performed and if no abnormal findings are observed, recommendations to see if the secondary vector is suitable for programming. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock at night. Data was reviewed and with the present egm's, boston scientific technical services did not observe non-physiological artifacts. There was a sudden r-wave drop and baseline drift in the episode. Boston scientific technical services recommended to bring the patient in-clinic and perform troubleshooting options to rule out header and connection issues by thorough manipulation testing. A chest x-ray should be performed and if no abnormal findings are observed, recommendations to see if the secondary vector is suitable for programming. No adverse patient effects were reported. This s-ICD and electrode remains in-service.